Event description:
The customer reported to olympus that before an unspecified procedure during preparation for use, bronchovideoscope had a b30 error (scope communication error). The procedure was completed using a similar device. There was no delay or report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the user request of b30 error (scope communication error) was confirmed. Additional evaluation findings are as followed: universal cord was cracked, scope ID information had no data, switch 1 to switch 4 was not working, bending section had a dent, and there was fluid invasion of the connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h4 and h6. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified. However based on the results of the investigation, the probable cause of the "b30 error" malfunction would likely be related to water that invaded the scope connector during user handling, as a result it caused abnormality in electrical components. Thr following is included in the instruction for use: important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.". Olympus will continue to monitor field performance for this device.